Event description:
It was reported by service report that the bed was drifting at the foot end. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: faulty nuts on lift motor.